Manufacturer narrative:
The investigation is currently in progress. A follow-up emdr will be provided with the product evaluation information.

Event description:
During a colonoscopy procedure, the physician used a cook captura pro biopsy forceps without spike. One side of the cups would not move, but the other did. Also, they could not close the cups correctly. The device took one bite but they could not close the device after that. They were able to retrieve it manually but not as intended. The customer performed a hot biopsy to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
An emdr report was initially sent on 04/15/2021, based on the information that "during a colonoscopy procedure, the physician used a cook captura pro biopsy forceps without spike. One side of the cups would not move, but the other did. Also, they could not close the cups correctly. The device took one bite but they could not close the device after that. They were able to retrieve it manually but not as intended. The customer performed a hot biopsy to complete the procedure." Additional information was received that stated "the forceps closed enough to be removed from the endoscope." Based on the additional information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional information section for this justification.